Event description:
A malfunction was reported on the pump. Reportedly, the customer had an elevated blood glucose (bg) level, but they could not remember the actual bg level. The customer went to the emergency room (ER), and they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the emergency room on (B)(6) 2026. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.